Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. D4 serial number not provided. D4 primary UDI number unknown as no serial number provided. H4 date of device manufacture unknown as no serial number provided.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.